Event description:
It was reported that during a lap cholecystectomy procedure, while pulling the specimen out, the pouch broke. None of the contents fell in the patient. There was no consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.